Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient¿s nurse heard an alarm at 3:05 am, and the controller had no messages or lights (including the green light). The monitor indicated the driveline was disconnected. The monitor history showed the following alarms: pump off, driveline disconnected, and low flow. The patient was cognitively impaired and could not recall details about the alarm. The patient did not have hemodynamic instability or loss of consciousness, and the controller was successfully exchanged. It was noted that on (B)(6) 2024 the patient had a small tear on the black controller cable, to which rescue tape was applied. The rescue tape was still intact. Log files were sent for review. The log file captured a manual driveline disconnect at 3:05 am this morning. It appeared that the patient was connected to a new controller within a minute of the driveline disconnect. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
D3: manufacturer information corrected. H6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline disconnect alarm and subsequent pump stop event; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system controller event log file contained relevant events from 28oct2024 through 05nov2024, per the timestamps. A driveline disconnect alarm was captured at 03:05:01 on (B)(6)2024, consistent with a physical disconnection of the driveline. This resulted in the pump stopping as well as a low flow hazard alarm, per design. The driveline appeared to be disconnected for the remaining duration of the file. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also notes that the pump running symbol on the system controller user interface is illuminated green when the left ventricular assist device is running. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.